Event description:
The customer states that a smell of burnt wires with smoke came from the architect i2000 analyzer after error codes for the dc drive I/o board were generated. The customer states the instrument was not running at the time and was not performing a startup procedure. In addition, error code 7001 temperature failed channel (24, 21,16, 23, 4, 8,17) was generated. A field svc rep (fsr) called to the site reported finding one burnt board with damage to the external instrument skins. The customer reported that the instrument was sitting idle when this issue occurred. There were no injuries and the issue was contained to the analyzer. There is no impact to pt mgmt reported.

Manufacturer narrative:
The field svc rep replaced the sample probe antenna and rv24 antenna, antenna cover, sample bracket, cable w68 and cable w123, and lls board #10. The lls diagnostic test was performed and passed, daily maintenance was performed, and controls and samples were run to verify instrument performance the complaint text states the instrument met specs. The text states the failed parts were returned for further failure analysis. The architect sys operations manual ((pn 201837-104) june, 2007) does not provide info related to smoke generated from the analyzer or components but does provide info related to potential safety and electrical hazards in: section 8 - hazards safety icons and in section 10- troubleshooting and diagnostics, under error codes. This is a final report.